Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a low air leak alert low flow and the patient was on hypothermia therapy. The target temperature (tt) was 33 c the patient temperature (pt) was 33.1 c the water temperature (wt) was 24.8 c and the flow rate (fr) was 1.5 lpm. The system hours were 753 the pump hours were 650 the inlet pressure (ip) was -3.4 psi and the circulation pump command (cpc) was 100 percent. 4 large pads were in place and the nurse stated the pads seemed too large for the patient. The patient weight with (B)(6) lbs and the nurse disconnected and reconnected the pads with a proper technique. The nurse checked all the connections and fill the tube placement. After several minutes the flow rate (fr) was 1.5 lpm the inlet pressure (ip) was -3.2 psi the circulation pump command (cpc) was 100 percent. The device set to a manual control the inlet pressure (ip) was -2.3 psi the circulation pump command (cpc) was 100 percent. The nurse did not have the time for pad troubleshooting. They had another arctic sun device and switched to dyfry007. All the settings were confirmed pads and temperature probe cable switched to a new device and the therapy was started. The inlet pressure (ip) was -4.5 psi the circulation pump command (cpc) was 100 percent, and an alert 0001 (patient line open). The system hours were 398 the pump hours was 331. The nurse was going to change out all the pads. Ms and s advised the nurse to call back to check the device working properly. Ms and s called the nurse back after new pads placed and stated they switched to a medium pads and had better fit. The flow rate (fr) was 3.1 lpm the patient temperature (pt) was 32.9 c. Ms and s advised the nurse to keep the original set of pads and send to the unit manager.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pad ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that there was a low air leak alert low flow and the patient was on hypothermia therapy. The target temperature (tt) was 33 c the patient temperature (pt) was 33.1 c the water temperature (wt) was 24.8 c and the flow rate (fr) was 1.5 lpm. The system hours were 753 the pump hours were 650 the inlet pressure (ip) was -3.4 psi and the circulation pump command (cpc) was 100 percent. 4 large pads were in place and the nurse stated the pads seemed too large for the patient. The patient weight with 142 lbs and the nurse disconnected and reconnected the pads with a proper technique. The nurse checked all the connections and fill the tube placement. After several minutes the flow rate (fr) was 1.5 lpm the inlet pressure (ip) was -3.2 psi the circulation pump command (cpc) was 100 percent. The device set to a manual control the inlet pressure (ip) was -2.3 psi the circulation pump command (cpc) was 100 percent. The nurse did not have the time for pad troubleshooting. They had another arctic sun device and switched to dyfry007. All the settings were confirmed pads and temperature probe cable switched to a new device and the therapy was started. The inlet pressure (ip) was -4.5 psi the circulation pump command (cpc) was 100 percent, and an alert 0001 (patient line open). The system hours were 398 the pump hours was 331. The nurse was going to change out all the pads. Ms and s advised the nurse to call back to check the device working properly. Ms and s called the nurse back after new pads placed and stated they switched to a medium pads and had better fit. The flow rate (fr) was 3.1 lpm the patient temperature (pt) was 32.9 c. Ms and s advised the nurse to keep the original set of pads and send to the unit manager.